Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. The device is currently en route to the MFR. We will provide a follow up report once we have received the device and carried out an investigation.

Event description:
A hosp in (B)(6) reported via their distributor that an rt200 adult breathing circuit leaked as soon as they started using it. No pt consequence was reported.